Event description:
It was reported that one of the infusion pumps had been frequently triggering occlusion alarms, particularly during the nighttime, for approximately two weeks and confirmed that the tubing was neither clamped nor kinked when the alarms occurred. The male patient's mother also stated that the backup pump did not produce any occlusion alarms under the same conditions. The mother mentioned that the occlusion alarm was also activated while was attempting to prime the pump the previous day. In response to the alarms, either overrode them or switched to the backup pump. There was no interruption in the patient¿s infusion therapy. The mother provided the serial number of the affected device as. However, the mother of the patient was unable to provide information regarding the set flow rate, the volume delivered, or the position of the pump at the time the alarms occurred. No additional details were available. It was confirmed that the reported product fault did not occur while the device was actively in use with the patient. The issue did not cause or contribute to any patient or clinical injury, and no medical intervention was required. It is unknown whether the actual device was available for investigation. The device was replaced, and the patient had access to a backup pump, which allowed the infusion to continue without issue. The infusion was considered life-sustaining. The event has since been resolved. The date of this report was on 19-sept-2025.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6 codes, updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A review of prior repairs could not be completed, as a serial number was not provided.